Event description:
Healthcare professional reported a "leak in the tubing" of a lap-band system. The problem was first noticed when the pt "was complaining of not having restriction." The entire lap-band system was removed, and replaced with a new lap-band system.

Manufacturer narrative:
The product associated with this report has been returned however the device results are pending at this time. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Further information form the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing.